Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons of the insulin pump were unresponsive. The customer¿s blood glucose level was 8.6 mmol/l. The customer also stated that keypad down arrow were not working. Customer has to press multiple times before it works. Customer also stated that numbers are not ramping on their own. Customer also reported that the scroll bar is not moving with no input. Customer also stated that block mode was inactive. Customer also stated that pressing menu button takes them to the menu screen. Customer also stated that using the down arrow does not allow them to navigate screens. Customer also stated that the pump was neither dropped nor exposed to moisture. Customer also stated that the button was not unresponsive during an easy bolus attempt. Customer was advised that the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).